Event description:
Per the info provided to co by the physician's office, via co's international rep, the device was removed due to "deflation." As reported to co, the entire device was removed and replaced with the same model prosthesis, produced by the same MFR.

Manufacturer narrative:
Pump, two cylinders, and reservoir were returned for eval. Examination and testing of returned components revealed separation/leakage site in cylinder #1's strain relief at apex. Examination of surfaces of separation revealed markings characteristic of stess(s) induced rending and marking indication contact with sharp instrumentation, confirming the observations made regarding instrument contact at time of explant. Further examination revealed two crease marks opposite separation. Additionally, areas of abrasion are noted on each of outlet tubes and inlet tube. Because these components were released according to mfg and quality control procedures, qa concluded that observed instrument damage, at strain relief apex of cylinder #1, occurred subsequent to device packaging being opened. In addition, because expected use of this device combined with observed damaged would have resulted in earlier detected fluid loss, and because physician notes this as instrument contact site, qa concluded that damage most likely occurred at explant. Based on qa's examination and info received, qa concluded that while in-vivo outlet and inlet tubes were overlapped and/or twisted and abrading against one another. Additionally, cylinder #1's strain relief was partially kinked. Quality assurance further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(s) to rend strain relief at noted site. This rent would allow loss of fluid and render device inoperable.